Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is sill under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. No 510k# submitted as depuy orthopaedics sells a similar product (or the same product with a different product code) in the us. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Manufacturer narrative:
Depuy still considers this case closed to CAPA.

Event description:
Pt was revised for unk reasons.

Event description:
Revised for alval

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4) superseded by mdd CAPA-(B)(4). Addendum added 05 jul 2017. The complaint was reopened as additional information received from crawford, as per review of the new information there is no update to the com. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.